Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on thie event will be provided as a follow up if alternative information becomes available.

Event description:
It was reported: tip breakage occurred during surgery; the fragment was successfully retrieved. There was no delay, as the kit contained two additional units of the same reference.